Event description:
It was reported by service report that the brakes were not holding. The customer reported that they did not know if there was pt involvement or if there were consequences to report.

Manufacturer narrative:
Caster tube brake pin guides.